Manufacturer narrative:
Device history record was reviewed and found to be complete. The product passed all quality control tests prior to its distribution. The reported event inadequate capture was not confirmed. The reported event of stretched helix was confirmed. Visual inspection noted the helix was stretched out of specification consistent with having occurred during implant procedure. Further analysis performed found no anomalies contributing to reported event of capturing problem.

Manufacturer narrative:
The reported event inadequate capture was not confirmed. The reported event of stretched helix was confirmed. Visual inspection noted the helix was stretched out of specification consistent with having occurred during implant procedure. Further analysis performed found no anomalies contributing to reported event of capturing problem.

Event description:
New information received indicated the repositioning of both the leadless pacemaker occurred due to poor capture thresholds.

Event description:
Related manufacturer reference number: 2017865-2023-44084. It was reported the patient presented for a leadless pacemaker (lp) implant. During the procedure, an initial position was identified and premapping was performed. It was not a suitable location, so the lp was prepped to be repositioned when it was observed the helix had elongated. A new lp was opened, and implant was attempted. After premapping the same issue occurred, and the helix elongated. The lp was exchanged. The patient was stable.